Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were visually inspected and ten (10) retains were evaluated by functional testing. No issues were observed relating to underfill, as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode no draw. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the negative pressure of the blood collection tube was insufficient. This occurred with one patient. There was no impact reported. The following information was provided by the initial reporter: "according to the test sheet, blood was collected from the patient's vein, and it was found that the negative pressure of the blood collection tube was insufficient."

Event description:
It was reported that while using bd vacutainer k2 edta (k2e) 3.6mg blood collection tubes, the negative pressure of the blood collection tube was insufficient. This occurred with one patient. There was no impact reported. The following information was provided by the initial reporter: "according to the test sheet, blood was collected from the patient's vein, and it was found that the negative pressure of the blood collection tube was insufficient."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.